Event description:
I have purchased and accu-check guide meter sn #(B)(4). Gtin (B)(4), model: 623 mg/dl. The batteries in the unit were dead. I replaced the batteries and the meter worked for 3 days and batteries died again. Bought new batteries and replaced a second time and batteries did not last to the end of the 3rd day. The company sold faulty meters and is not offering to replace the meters or a refund, and I am stuck with a meter that won't function and strips that I cannot use. They are aware of their faulty product, but are not taking action. FDA safety report ID# (B)(4).